Event description:
A consumer reported that following her intraocular lens (iol) implant surgery two years ago, she is really bothered by the sun. She reports a lot of glare when she goes outside. The consumer reported that she had a retinal detachment two and a half years ago. Since that procedure, she has worn glasses with prism due to diplopia. Following her iol procedure six months later, she is very sensitive to light and has difficulty going outside because of light sensitivity. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).